Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review will not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for alleged detachment of filter limbs, filter migration and filter tilt. However, the investigation is inconclusive for alleged retrieval difficulties. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model unknown g2 vena cava filter allegedly migrated, tilted, struts detached and difficult to be removed. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is (B)(6) years old and weight was not provided.